Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image (black screen), panel key lights are all lit up. The issue occurred during a diagnostic gastroscope. The patient was not under anesthesia, no delay reported, and the procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
Updating the concomitant medical products (d section): otv-s300: visera elite ii video system center.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h2 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it is likely that an event had occurred in which the image is not displayed was due to a failure of the printed circuit board. However, the root cause could not be determined. Olympus will continue to monitor the field performance of this device.